Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized. The blood glucose was 18 mmol/l. Customer felt uncomfortable at time of event and was taken to the hospital as they required medical treatment. The insulin pump will not be returned for analysis.